Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they jumped into the swimming pool. The customer's blood glucose was 252 mg/dl, which was not treated. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.